Event description:
It was reported that an alarm indicating a blockage occurred, and the customer's blood glucose level was recorded as high, though the specific value was unknown. The customer managed their blood glucose by using a correction injection via multiple daily injections and reported not feeling well, which interrupted troubleshooting. Technical support advised on correcting the issue by replacing supplies and resuming insulin therapy. They also instructed the customer on checking the infusion site, as a blockage was likely located there, and arranged for replacements to be sent.